Event description:
It was reported that this insertable cardiac monitor (icm) device under sensed the patient rhythm due to large amplitude premature ventricular contractions (pvcs). Boston scientific technical services (ts) reviewed and advised the device is already set to the most sensitive setting. The pvcs are affecting the device automatic gain control (agc) and undersensing the r-wave form after a pvc. This has resulted in false pause episodes to be stored. The physician opted to implant a new icm device due to the sensing issues. This device has been explanted and another icm device has been implanted to continue monitoring. The procedure was completed successfully. The icm device has been returned to boston scientific. No adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) device under sensed the patient rhythm due to large amplitude premature ventricular contractions (pvcs). Boston scientific technical services (ts) reviewed and advised the device is already set to the most sensitive setting. The pvcs are affecting the device automatic gain control (agc) and undersensing the r-wave form after a pvc. This has resulted in false pause episodes to be stored. The physician opted to implant a new icm device due to the sensing issues. This device has been explanted and another icm device has been implanted to continue monitoring. The procedure was completed successfully. The icm device has been returned to boston scientific. No adverse patient effects were reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device identified no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.